Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received 8 appropriate treatments. The device was started up at 18:12:06 on (B)(6) 2025. At 12:48:11 on (B)(6) 2025, an arrhythmia was detected. ECG shows vf. At 12:48:47, the patient received the first appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 40 bpm. At 12:50:54, the patient received the second appropriate treatment. The rhythm at the time of treatment was vt @ 250 bpm. Post shock rhythm was sinus rhythm @ 60 bpm with pac¿s. At 12:52:34, the patient received the third appropriate treatment. The rhythm at the time of the treatment was vt @ 250 bpm. Post shock rhythm was sinus rhythm @ 60 bpm with pac¿s. At 12:54:46, the patient received the fourth appropriate treatment. The rhythm at the time of the treatment was vt @ 250 bpm. Post shock rhythm was sinus bradycardia @ 50 bpm with pac¿s. At 12:56:23, the patient received the fifth appropriate treatment. The rhythm at the time of the treatment was vt @ 250 bpm. Post shock rhythm was sinus rhythm @ 70 bpm with pacs/pvcs. At 12:58:45, the patient received the sixth appropriate treatment. The rhythm at the time of the treatment was vt @ 260 bpm. Post shock rhythm was sinus bradycardia @ 20 bpm. At 12:59:19, the patient received the seventh appropriate treatment. The rhythm at the time of the treatment was vt @ 260 bpm. Post shock rhythm was sinus bradycardia from 10-30 bpm with hb/unconducted p waves and pvcs. At 13:04:40, the patient received the eighth appropriate treatment. The rhythm at the time of the treatment was vt @ 260 bpm with motion artifact and electrode lead fall off. Post shock rhythm was sinus rhythm @70 bpm with pacs. At 13:06:07 and 13:07:00, two arrhythmias were detected. ECG shows vt @ 260 bpm with CPR/motion artifact and electrode lead falloff. The device properly detected vt. CPR/motion artifact and electrode lead falloff delayed and prevented the lifevest from treating the patient until the electrode belt was disconnected. The electrode belt was disconnected at 13:07:30 on (B)(6) 2025.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.